Event description:
Pt reported experiencing low blood glucose (45 mg/dl), while wearing the device. This morning, pt examined the position of the rubber stopper in the device's insulin cartridge, and found that it had advanced further than they had anticipated. They stated that they changed their insulin cartridge yesterday. Pt indicated that they believes that the device may be delivering too much insulin, pt self-treated by drinking apple juice.